Event description:
Balloon burst. The report received indicated that during a coronary intervention, the physician was going to pre-dilate, the lesion with a 2.5x10mm firestar balloon catheter; however, during the first balloon inflation attempt, the balloon burst at 9 atmospheres. The device was removed from the patient without any complications and the intended procedure was completed successfully without any injury to the patient. The contrast to saline ratio used during the procedure was 1:3. Additional information indicated that the procedure included treatment of a lesion in the left anterior descending. The lesion was calcified as a non-calcified fibrotic tight lesion.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.